Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator left (mtml) was analyzed and found to have no physical damage. The mtml was installed on an in-house system and was working as expected. The mtml passed all testing. The complaint was confirmed based on the field evaluation/error logs. The probable root cause is due to an issue with the embedded serializer master board (esmb) pca in the mtml.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator, left (mtml) due to errors 704 and 705. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia ipom surgical procedure, the customer called technical support engineer (tse) while setting up for a procedure to report an error 1 appeared during startup. They had restarted the system multiple times with no change. Tse viewed logs and found errors 704 and 705 pointing to esmbl with error 1 also pointing to esmbl. The tse walked the customer through a hard power cycle with no resolve. The customer exchanged out the surgeon side console (ssc) and continued with the case. The procedure was aborted to another dv. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after surgical ports placement. The procedure was converted to another dv. No known impact or patient consequence was reported.